Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device changeout procedure, it was noted that the left ventricular lead has an insulation breach. The lead was repaired with silicone and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.